Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, it was reported that at around 3am, the patient¿s cgm displayed low mg/dl while the patient¿s bg meter reading was 130 mg/dl. The patient was wearing a tandem insulin pump. The patient¿s cgm device was calibrated. Around 9am, the patient called his mother at work and told her he was vomiting. Initially, the reporter thought the vomiting was due to a viral illness. The patient¿s cgm continued to display unspecified low values. Since the patient¿s mother was not home, the patient self-treated the low cgm value with juice. No bg meter comparison values were taken at this time. By 4pm, the patient¿s mother returned home and the patient was still vomiting and had stomach pain. The patient¿s bg meter reading was 536 mg/dl while the patient¿s cgm displayed an urgent low reading . The patient was then taken to the emergency room (ER). At the ER, the patient was diagnosed with dka and treated with IV fluids and IV insulin. The patient was hospitalized for 1.5 days. At the time of report, the patient recovered and was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. By 4pm,the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.